Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation in the clinic, right ventricular (rv) lead threshold and capture could not be achieved at maximum pacing output. All other measurements were noted to be normal. The patient was indicated to not be pace therapy dependent as they receive pacing therapy less than one percent of the time. In addition, the patient had no symptoms. It was indicated that the patient will be sent to an electrophysiologist for evaluation on either replacing or revising the rv lead. A subsequent lead revision procedure was scheduled. Based on fluoroscopy used during the procedure, it appeared that the lead had perforated the heart. As a result, the lead was surgically abandoned and replaced. The patient was indicated to be stable. No additional adverse patient effects were reported.